Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported following 10-14 days of use with the listed device, a crack was found at the tip of the cannula. No adverse health outcome resulted from this event.

Manufacturer narrative:
The reported quality of 3 b/l ultra suction aid kit 7.5mm trachy kit, s/s cuff, inner c devices were returned for investigation. The devices were returned in used condition and without their original packaging. Visual inspection was performed, at a distance of 12" to 24" and normal conditions of illumination; results showed sample 1 had a split in the tip of the inner cannula, sample 2 had a split in the tip of the inner cannula and the ring was broken and sample 3 had a split in the tip of the inner cannula. An attempt to reproduce the failure split mode was conducted by crushing several times the inner cannula by hand; it was possible to reproduce the split in the inner cannula. Another attempt to reproduce the broken ring was conducted by cutting the ring of the inner cannula with a blade; it was possible to reproduce the failure mode. The complaint was confirmed.